Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The power transformer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The transformer was returned to the manufacturer. Functional testing found that there was mechanical damage to the transformer.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site was having difficulty powering on the system. Site attempted multiple outlets and multiple unplugs/replugs prior to resolution. There was no patient present when this issue was observed.